Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that an ophthalmic laser probe could not be inserted into the bayonet before vitrectomy surgery. The front guide wire of the laser fiber was in place and when surgeon tried, it could not be inserted. The surgery was completed on the same day by replacing another one and it was functioning normally. There was no patient harm reported.

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. A non-conformance based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot number was performed. No similar complaints were reported for the product lot under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. The root cause of the reported event is inconclusive. Therefore, no further actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Receipt of complaint sample or additional information pertinent to this complaint will result in re-evaluation of the complaint investigation. The manufacturer internal reference number is: (B)(4).